Event description:
It was reported that a spectrum pump has no audio. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Engineering eval confirmed the reported symptom of device has no audio. The eval experienced the no audio condition on all volume settings. The investigation isolated the cause of the "no audio" condition to be a failed speaker. The speaker was removed and a known good speaker was installed with the good speaker functioning as required. The rear case assembly was also replaced.